Manufacturer narrative:
D10: item number and full description serial number 02-022-35-6013 - truliant tib imp ps insert sz 6 13mm (B)(6). 02-022-35-6013 - truliant tib imp ps insert sz 6 13mm (B)(6). *both serial numbers (B)(6) are confirmed to have been packaged in a vacuum bag that does not contain evoh. Cannot confirm based on initial ebi report which serial number went into which leg. Pending investigation

Event description:
As reported the patient had a left knee revision on (B)(6) 2018. Approximately 2 years and 3 months after the first revision the patient had a second left knee revision on (B)(6) 2021. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2021 diagnosis: failed left knee secondary to aseptic femoral loosening and massive femoral osteolysis. The polyethylene insert was removed. The femoral component was checked and was not grossly loose, but tapping on the anterior flange dislodged the femoral component from the cement without any cement on the back side. In the tibia, there was osteolysis medially. The patient was taken to the recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2021-00063.